Manufacturer narrative:
Updated data: b4,g2,g3,g6,h2,h10,h11. Corrected data: b5,e3,h6(clinical).

Event description:
It was reported that during use the cardiosave intra-aortic balloon pump (iabp) base is not charging. There was no patient harm reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) base is not charging.

Manufacturer narrative:
Additional contact information: (B)(6). A getinge field service engineer (fse) replaced the power supply and power supply monitor and corrected the issue of batteries not charging. During testing found that unit was failing all manifold test. Fse replaced the (d202-00-0140) safety disk and corrected this issue. Unit passed all calibration, functional and safety tests performed. Unit was returned to customer and cleared for clinical use. The failure analysis and testing department received a safety disk , with a reported that the safety disk fail the membrane leak test. Performed visual inspection of safety disk per the cardiosave and found no visual damage and the part looks to be in good condition. Installed the safety disk into . Performed and tested the safety disk in accordance with and the cardiosave . Found that all functions were normal. The tests did not trigger the reported problem of the safety disk fail the membrane leak test. Retaining the safety disk in the failure analysis and testing department . The root cause selection for this investigation will be impossible to define. The failure analysis and testing department inspected a pcb, power supply monitor and observed white residue on the side of the board next to j-7. Based in past experience, this residue is consistent with saline. No further test can be done due to the saline residue. Retaining the front end board in the failure analysis and testing department .sending the power supply monitor bd to the supplier for failure analysis as . The root cause selection for this investigation will be ¿impossible to define¿. The failure analysis and testing department received a bulk power supply with a report that the unit failed to charge the batteries. Performed visual inspection on the bulk power supply per the cardiosave service manual and found no visual damage. Installed the bulk power supply into the cardiosave test . Performed and tested the bulk power supply in accordance with the cardiosave . Found that all functions were normal. The tests did not trigger the reported problem of the unit failed to charge the batteries. The failure analysis and testing department was unable to replicate the failure experienced by the customer. Retaining the bulk power supply in the failure analysis and testing department . The root cause selection for this investigation will be ¿impossible to define¿. The supplier evaluation states the following: perform visual check.result: no abnormalities found. Board was re-tested at fct.result: failed step 3.0.0 measure resistor r4&r5 connectivity between j7_pin12&j7_pin3. Perform troubleshooting.result: found component q2 defective.the non-conformances with the returned components were confirmed. However, the root cause or the most probable root cause is impossible to be defined.